Event description:
The pt reports that she had several follow ups with her dr due to pain since implantation as well as a lump at the site. Several ultrasounds were performed. She reported that her dr said it appeared that the mesh did not open and folded over and commented that the removal of the mesh would be tramatic to her.

Manufacturer narrative:
No product has been returned for eval. Therefore, no conclusion can be drawn.